Manufacturer narrative:
The event date provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were received emergency medical treatment for high blood glucose on may 09, 2020. Blood glucose reading was 584 mg/dl. The customer stated that insulin pump had motor error alarm. The customer was treated with manual injection. Customer was able to complete rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).